Event description:
Falsely elevated troponin I results were obtained on qc and patient samples with chemistry wash lot rd41041 on the dimension instrument. Patient results were reported to physicians. Patient samples were rerun after an alternate lot of chemistry wash was placed on the instrument and lower results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Siemens has confirmed bacterial contamination in chemistry wash lot rd41041. A positive bias will be observed on ctni, ltni, tsh, pbnp and lpbn and a negative bias will be seen on ft4 when this lot is first placed on the instrument without recalibration of methods. Recalibration of these assays when using this lot will not correct the problem and may cause falsely high or low results. Siemens issued an urgent field safety notice dated july 2014, communication #14-48, to all accounts who had received the impacted lot. Customers were advised of the immediate remedial actions to be taken by the customer: immediately discontinue use and discard all inventory of chemistry wash lot rd41041. - if this lot was never in use on the instrument, no further action is needed. - if this lot had been in use: place an alternate lot of chemistry wash on the dimension system. Prime the new bottle of chemistry wash 30 times. Recalibrate the ctni, ltni, tsh, ft4, pbnp and/or lpbn assays using the alternate lot of chemistry wash onboard. For the listed assays, process quality control every 8 hours. Siemens is shipping replacement product at no charge for all orders filled with lot rd41041. As an additional precaution, a siemens customer service engineer will be making a visit to decontaminate the system(s) of customers who have used lot rd41041.